Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: cementoplasty it was reported via clinical study that intra-op, cement extravasation was observed at paraspinal tissues. The extrusion was less than 12mm. The cement extravasation was noted not to be clinically significant. No actions were reported. The outcome was not reported. The investigation noted this event to be procedure related.